Event description:
It was reported that patient underwent total hip replacement on (B)(6) 2013. During procedure, a delay over 30 minutes occured due to difficulties with fitting the liner into the cup. No further information has been received.

Manufacturer narrative:
The returned liner was evaluated and found all measured dimensions generally fell within the drawing tolerance, with the exception of the circlip groove position which was oversize. This dimension is arrived at by calculation taking measurements from the front face. The components easily fitted the acceptance gauge with the slip gauge not passing under the flange, this gauge is manufactured to the upper limits (except the bore, which is bottom limit of shell bore). From the analysis carried out, this liner should have fitted the mating acetabular cup with ease, however there is no clear indication that the circlip engaged into its mating groove on any of the liners, as the shell is in vivo there is no way of carrying out an assembly test. No further conclusions can be determined.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Device evaluation in process. Upon completion of evaluation, a follow-up report will be sent to the FDA.